Manufacturer narrative:
The following information is in the cool sculpting user manual: cool sculpting uses vacuum and non-vacuum applicators to complete cool sculpting procedures; and only vacuum applicators draw tissue into the applicator cup during the treatment. In the cool sculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. In this case, the applicator was not placed directly over the hernia site, but below and adjacent to it. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing cool sculpting treatments. In the cool sculpting user manual, under warnings, it states, "the effect of performing a cool sculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the cool sculpting treatment provider. Device investigation, through a system log analysis has been performed and the device was functioning as intended/expected. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2020, allergan received a report that a female patient was treated on (B)(6) 2020 with cool-sculpting to the abdomen using 4 cycles of cool advantage cool core applicator. The patient experienced pain during and following treatment. On (B)(6) 2020, the patient was treated with cool sculpting to the bilateral upper abdomen using a cool advantage plus applicator and experienced pain. On (B)(6) 2020, the pain increased and the patient admitted herself to the hospital. The patient was examined by doctors and a CT scan was performed that showed a weakness to a hernia in the lower abdomen, which the patient did not know she had. The patient reported the area with the pain is in the upper abdomen where the applicators overlapped (about the size of her hand) and described the pain as "little knives stabbing her internally." The treated area in the upper abdomen is also swollen and hard to the touch. Morphine was provided for pain management. On (B)(6) 2020, the patient was discharged.